Manufacturer narrative:
The physician noted pronounced bumps on both sides of brow. Fragments were removed three times in 2008. During the removal, the physician discovered fluid filled abscesses in the are of implantation. No histology was performed. The explanted material was not returned. The batch record for this lot has been reviewed which discovered no unusual mfg event. There is a very low occurrence of reaction to this device. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The physician implanted two devices in 2008. Five months postoperative, the pt claimed the area of implantation was painful to touch and very noticeable.